Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with pocket infection, improper healing at the pacemaker incision site and was experiencing discharge. The physician explanted and replaced the active system ¿ pacemaker, right ventricular (rv) and right atrial (ra) due to the infection. The patient was in stable condition.